Event description:
Mother reported infusion set tubing tore. She indicated pt experienced elevated blood glucose of >600 mg/dl. Mother indicated that pt felt nausea, confused, thirsty, and weak. Pt changed the infusion set tubing and administered a bolus to address the issue. She indicated that pt checked his blood glucose level every 10-15 mins and bolused accordingly. The following morning, pt's blood glucose was 191 mg/dl. His normal range is 120-150 mg/dl. The pt did not report assistance by a healthcare professional or second party to address the issue. Mother stated that the infusion set had been discarded; therefore it is not available to be returned for eval.

Manufacturer narrative:
H.6.: product not returned for eval.